Manufacturer narrative:
As reported, the sorbafix enhanced fastener did not penetrate the mesh. Based on the available information and without having the sample to evaluate, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records could not be conducted. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ this MDR represents the sorbafix enhanced (device #2). Additional MDR was submitted to represent the bard/davol sorbafix enhanced (device #1). Note, the date of event ((B)(6) 2023) is considered to be a best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.h3 other text : not returned.

Event description:
As reported, during an abdominal wall scar hernia repair procedure, the surgeon attempted to fixate the mesh into the abdominal wall with sorbafix enhanced (device#1) but the fasteners did not penetrate the mesh. It was reported that another sorbafix enhanced device (device#2) was used to attempt fixation by applying counter pressure and the fasteners did not penetrate. It was reported that the procedure was completed with capsure fixation device. There was no reported patient injury.